Manufacturer narrative:
Additional information: patient was on dapt 24 hours prior do index procedure. Patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a resolute onyx was implanted in the rca during index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted to treat a lesion. It was reported that patient suffered gi bleed and was treated with blood transfusion and medication. Cec adjudicated the event as bleeding complication barc type 3a.